Event description:
It was reported that small holes were found in the bd intima-ii¿ closed IV catheter system before use. The following information was provided by the initial reporter, translated from chinese: "the head nurse of the pediatric department reported that when the product was inspected before use, it was found that there were white spots on the hose and it was suspected that it was a hole;"

Manufacturer narrative:
H.6. Investigation summary: in response to the event reported a device history review was conducted for lot number 2172309. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that small holes were found in the bd intima-ii closed IV catheter system before use. The following information was provided by the initial reporter, translated from (B)(6): "the head nurse of the pediatric department reported that when the product was inspected before use, it was found that there were white spots on the hose and it was suspected that it was a hole"